Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, which resolved the malfunction issue, and the customer declined further assistance, stating they would manage on their own.